Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, since the device was returned, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope camera was not working. There were no reports of patient harm.